Event description:
It was reported that the customer recently has three episodes of high blood glucose, and the blood glucose reading was 300-400mg/dl. It was stated that the boluses were saved in bolus history. However, the customer disconnected at the quick release, and the insulin did not drip out. It was stated that the customer is afraid that the device is not delivering insulin properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.